Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-04921. It was reported that the patient's device experienced driveline power fault errors after a modular and system controller exchange to address cosmetic tears to the outer jacket of the modular cable. Another modular cable and system controller exchange was done for the driveline power fault alarms. A review of the log files by technical services found driveline_power_fault alarms on (B)(6) 2021 at around 0910. There were no other issues noted regarding the patient's driveline/modular cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm could not be confirmed with the returned modular cable (lot # 8058335). The returned modular cable was tested together with laboratory equipment and the reported alarm was unable to be reproduced. The modular cable was tested per the modular cable test to evaluate the integrity of its wires, which passed all electrical measurements. The modular cable was dissected for visual inspection of each layer. Removal of the layers revealed no significant visual observations. No functional issue or damage was identified that could be correlated to the driveline power fault alarm. The reported alarm was captured in the log file retrieved from the returned system controller (serial # (B)(6). The relevant sections of the device history records for the heartmate 3 modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Section 5, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm 1. Call your hospital contact immediately for diagnosis and instructions. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.